Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was interrogated and got a red screen with voltage too low for projected remaining capacity message. Boston scientific technical services (ts) discussed that this message was showing as this device is now in storage. Device replacement was recommended as this device was no longer providing therapy. To date, this device remains in service. No adverse patient effects were reported.